Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, half of the sensor broke off under the skin. Date of issue is an approximation. No medical intervention was reported. Additional event or patient information is not available.